Event description:
Doesn't have any of the strings attached tampons [device physical property issue] case narrative: consumer reported via phone that the strings weren't attached to any of the tampons. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Doesn't have any of the strings attached- tampons [device physical property issue]. Case narrative: consumer reported via phone that the strings weren't attached to any of the tampons. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Doesn't have any of the strings attached tampons [device physical property issue]. Case narrative: consumer reported via phone that the strings weren't attached to any of the tampons. No injury reported.